Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away at home. The caller stated that by the time the customer was found she had already passed and by the looks of it, she was in the process of giving herself a shot. The caller stated that the cause of death was heart attack. The caller also stated that for about four months the customer had a lot of issues with absorbing insulin and with her insulin pump. The customer had chest pains and diffused heart disease. The caller stated that it was discovered that part of the chest pain was due to high blood glucose; the customer managed by taking shots while wearing the insulin pump, as she did not seem to be able to absorb insulin properly. The caller did not know the customer's blood glucose at the time of death. The customer was wearing the insulin pump at the time of death. The caller no longer has the customer's insulin pump. The device information used on this form is the last known insulin pump to have been issued to the customer.